Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received later a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified the following information was requested, but unavailable: 1. Was there any adverse consequence associated with the patient? Contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown. Related reports: manufacturing report # 2210968-2024-00657 .

Event description:
It was reported that a patient underwent resection of sebaceous gland cyst procedure in the back on (B)(6) 2023 and suture was used. During the procedure, the surgeon used suture to suture the patient's wound, but the tail suture dislodged resulting in breakage suture . Another device was used to complete the surgery. No adverse patient consequences were reported. Additional information was requested but unavailable.